Event description:
Spontaneous call. Pt stating that she just attached a new premix cassette to legacy pump and the pump keeps beeping every few minutes but no error shows on the screen. At one point screen alerted "no disposable" and pt stated she tried to reattach cassette to pump and itself loose still. Recommended pt to try cassette on back up pump, and pt switched to back up pump and pump still beeps with no error message. Per pt cassette did not feel tightly attached to either pump. Had pt use a new cassette and pt attached to pump and was able to start infusion and continue it with no beeping or errors. Pt did not have lot number of malfunctioning cassette. No other information provided. No pump issue. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.